Event description:
Procedure: nephrectomy. According to the reporter: the device was inserted but the jaws would not close while on tissue. The surgeon removed the device and opened a competitors device which was fired several times to complete the case. Upon closing, the surgeon stated he noticed a "nick" in the renal artery, which started to bleed so, the surgeon called for blood for transfusion. The procedure was converted to an "open" to repair the bleeding. Delay in the case was approximately 30-45 minutes.

Manufacturer narrative:
(B)(4)